Event description:
The manufacturer was contacted in reference system one htd humid assy devices. The manufacturer received information alleging nose irritation, skin irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.